Event description:
The patient reported she received treatment in the emergency room of the hospital for elevated blood glucose levels. She stated that her blood glucose level read hi on the meter; she denied nausea or vomiting, shortness of breath, or ketones. The patient stated she was placed on intravenous insulin and saline and discharged the same day with blood glucose level of 250mg/dl. The patient reviewed the pump and supplies and reported the following findings: she replaced the infusion set twice after blood glucose first elevated. Neither of the canulas was kinked or bent, there was no leakage and no smell of insulin. Air bubbles were present during review and patient acknowledged she does not check for air bubbles. She was using a recently opened and non-expired bottle of refrigerated insulin. There were no problems with the insertion of infusion sets. The infusion sites were not lumpy, hard, bleeding, or red. The time and date on the pump were correctly set, the basal program and history of delivery was accurate. Three programmed boluses were cancelled by the patient on the day of the event; she did not review the bolus history or redeliver the remainder of the boluses. The patient confirmed she pressed the button accidentally and cancelled the bolus by mistake.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the original complaint was made on (B)(4) 2012, and the available data for review is from (B)(4) 2012 to (B)(4) 2012; the data from the time of the original complaint is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Investigation also revealed that the keypad was torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.